Manufacturer narrative:
Reference : (B)(4). *investigation: x-initiated manufacturer's investigation . X-review DHR. X-inspect returned samples. *analysis and findings: the reported event of the mityone vad not being able to pull a vacuum was not confirmable as the returned vad was functionally evaluated and was found to function as intended. Definitive root cause to the reported event is indeterminable, however, it may have been the result of a poor seal or improper application counter to the IFU instructions. It should also be noted that each vad is individually functional tested for acceptance before being packaged. A review of the work order DHR indicated that all process steps were performed with acceptance and did not indicate any abnormality. Review of the two year complaint history did not reveal any trend for the reported event type (not pulling vacuum). *correction and/or corrective action: corrective is not required at this time as returned vad functioned as intended. The reported event will be monitored for any potential future trending. This complaint will be monitored for trending in that no injury was reported to end user, or patient. *was the complaint confirmed? No. *preventative action activity : coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
The vacuum would not apply suction. Ref : (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition. A follow up report will be filed upon completion. Reference : (B)(4).

Event description:
The vacuum would not apply suction. Ref: (B)(4).